Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the procedure once the farawave catheter was inserted into the faradrive sheath, the air was noted. The valve got damaged during the air being pulling out. Thus the sheath was replaced and the procedure was completed successfully it was mentioned that once the versaconnect was replaced with farawave catheter. No patient complication were reported. The device is expected to be return for analysis.